Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found a damaged dso seal, and a damaged remote dose connector. There was no evidence in the event history log. Functional testing was able to verify the reported problem. It was determined that the remote dose connector was the root cause. The dso seal and the remote dose connector were replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device's bolus connector pin was broken inside. There was unknown patient involvement.